Event description:
Rptr was auto claving instruments. The auto clave exploded. Lid popped off and went through the ceiling. No one was in the room; no injury occurred. Autoclave lid is 13 inches in diameter and is made of heavy metal. Six bolts are screwed onto lid to hold in place. Employee operating device very experienced with it. Rptr plans on turning device over to the MFR if FDA is not interested in examining it.